Manufacturer narrative:
The customer did not authorize or respond to any device repair request. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
01/23/2019 06:49:15 rfc_repairs (rfc_repairs) device failed barrel clamp open position test. 02/01/2019 12:34:23 (B)(4) prw to mnr for barrel clamp open position failed during pm is due to broken internal frame at barrel clamp collar holder. Iui bracket broken insert lt side barrel clap (tiny crack ) 02/01/2019 12:37:30 (B)(4).